Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported poor aspiration during a surgical procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported ¿battery issue¿ was confirmed and replicated. The ¿poor aspiration issue¿ was not replicated. The batteries were replaced to resolve the battery issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of batteries being depleted can be attributed to the nonconforming batteries. The reported ¿poor aspiration during anterior vitrectomy¿ was not replicated. The system was found to meet specifications. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).